Event description:
It was reported that in (B)(6) 2013, the patient was presented in clinic and noise reversions were present on the lead. In (B)(6) 2014, the noise could be reproduced with pocket manipulation. No electrical anomalies were noted. The physician elected to cap and replace the lead on (B)(6) 2014.